Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices. Troubleshooting determined the device to be inoperable due to the patient had not recharged in over 6 months. Surgical intervention is pending to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2018 where the patient's original ipg was replaced with a new model in the same left flank pocket area. Stimulation was restored postoperatively which resolved the issue.